Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device was not powering up correctly, it powered up with no fault found. Analysis did find that an electrocardiogram connector on the link electronic module (lem) board was loose and that the device failed the common mode wrist test and had an error in the error log and therefore the lem board was replaced and calibrated. The device also failed the display screen touch test and therefore its overlay/bezel assembly was replaced and the stylus calibrated.

Event description:
It was reported that the programmer was not powering up correctly. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).